Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an electrosurgical device. The customer reports the distal balloon burst immediately upon inflation. The physician aborted the case and placed a drip catheter of thrombolytic.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.